Manufacturer narrative:
The insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify missing segments/partial display, black screen, faded screen, turn on/off screen due to blank display. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call partial display anomaly on the insulin pump. Customer¿s blood glucose level was 289 mg/dl. Troubleshooting for display anomaly was performed. Customer advised the display would turn on and off, the insulin pump would alarm and then it went completely black. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.